Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rational: this kind of instrument is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. The visual investigation indicated, and the batch history review that the quality requirements are in the specified tolerance range. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the tip broke off the device.